Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress was confirmed. The reported torn mesh was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported torn mesh and deformation due to compressive stress (kinked inner member). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 2.75x15mm xience alpine drug eluting stent delivery system, it was observed that the stent mesh was kinked and torn. There was no patient involvement and no clinically significant delays in the procedure. No additional information was provided.